Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that it was unknown if there had been any other instances of motor stall with the pump. It was also unknown if the issue had since been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 500 mcg/ml at 351.,49 mcg/day via an implantable pump. It was reported that the date of pump implant was unknown. When checking the pump during a refill procedure, a service code 529 was occurred regarding a temporary motor stop (stall) possibly due to magnetic resonance imaging (MRI). However, the patient did not undergo any MRI scan. Environmental/external/patient factors that may have led or contributed to the issue were unknown. No troubleshooting was performed. No actions were taken to resolve the issue. No surgical intervention was planned. It was unknown if the issue was resolved. The patient was without injury regarding their status as of 2025-apr-25. The patient's medical history, gender, age and weight at the time of the event were unknown or would not be made available.